Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. All product and batch history records are quality reviewed prior to product release, ensuring that all products on the market fulfill the relevant requirements no serial number was identified within the article and therefore within this complaint, which is why the associated manufacturing documentation could not be reviewed. Since the complaint was opened based on an article in scientific literature, no sample is available to be provided to the responsible site for an in-depth investigation. Due to the nature of the article published in scientific literature, information required to perform a proper complaint investigation is not made available. Therefore, the root cause of the events included in the article could not be identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during comparative study between two patient groups, patients of group one (twenty two eyes of twenty two patients) experienced significant improvements in most of the evaluated parameters at the two to three-month follow-up visit and showed stability of the ecstatic condition at the last follow-up visit, whereas patients of group two (ten eyes of ten patients) showed stability of their ecstatic condition at the two to three-month follow-up visit, and one patient developed ectasia progression in the unknown eye at the last follow-up visit after lasik surgery. There are multiple related reports for this event. This report addresses the patient unk, unk eye and other manufacturer reports will be filed. Dai z, liu z, zhang y, yuan y, liu y, wang y, yu s and chen y (2024) topography-guided photorefractive keratectomy combined with accelerated corneal collagen cross-linking versus cross-linking alone for progressive keratoconus: a long-term prospective cohort study.